Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); part# 04.038.300s / 9806830; mfg date: 16 july 2015; part exp. Date: 01 july 2025. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in the initial surgery for femur trochanteric fracture on (B)(6) 2016. In the surgery the surgeon used tfn-advanced middle nail. When the patient came to see the surgeon for pain, he took x-rays and found the cut-out blade. On (B)(6) 2016, the surgeon explanted the above-mentioned tfn-advanced middle nail. Finally he completed tha (total hip antroplasty). This complaint involves 1 part. Concomitant medical products: 1x 04.037.045s / 7984383 (tfna fem nail ø10 le 130° l235 timo15). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: lockscr ø5 l34 f/nails tan light green (part # 04.005.524s, lot # 9558612, quantity 1). Tfna end cap extens. 0 tan (part # 04.038.000s, lot # 8986663, quantity 1).

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.